Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the intellivue x3 linked to customer's central station does not appear in default profile. All alarms are off that should be on. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/ user injury or harm was reported.

Event description:
It was reported that the intellivue x3 linked to customer's central station does not appear in default profile. All alarms are off that should be on. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.